Manufacturer narrative:
Reported event was confirmed by review of the provided op notes. The revision operative notes were reviewed and found that the procedure was indicated for pain and instability associated with the left knee. General findings from the revision surgery showed the tibial component was loose, and that synovitis and severe scar formation were present. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as stated previously, the patient had incompatible parts implanted during their initial procedure. Based upon this information, it is believed that the root cause is due a non-indicated use of this device. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Visual evaluation of the returned device shows signs of nicks and gouges indicative of use. Bone cement remained on the tibial plate and femoral component. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Additional information does not affect the root cause if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 0001822565-2020-00529; 0001822565-2020-00531.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to alleged pain and injury.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The reported event alleges a symptom rather than a defined device failure. The devices involved were reviewed for compatibility with no issues noted. These devices are used for treatment. Product history searches were conducted for the part/lot combinations for both of the components related to the event and no other complaints were identified. The patient alleges that the pain and injury resulted from the implantation and revision of the nexgen femoral and tibial components. It is unknown whether the components were implanted with the correct fit and orientation as per surgical technique. There is no information regarding the patient¿s adherence to rehabilitation protocol or any other patient factors that may influence the performance of the device. Risk of pain is addressed through the package inserts for both the femoral component and the tibial component. Both package inserts list pain as an adverse effect. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Concomitant medical product: nexgen all poly patella, catalog# 00597206532, lot# 61459818; nexgen femoral component, catalog# 00578201551, lot# 61428317; nexgen lps mobile articular surface, catalog# 00591605010, lot# 61035568.

Event description:
It was reported that patient was revised due to tibial loosening, pain, and instability.